Event description:
It was reported that adenoid plastic tip melted during surgery.

Manufacturer narrative:
It was reported that adenoid plastic tip melted during surgery. Prior to the plastic melting, a "light spark" was observed through the endoscopic camera system. The device has been returned to the manufacturer for eval. Once the investigation has been completed, a follow-up report will be submitted.